Event description:
It was reported that the patient presented with back and bilateral lower extremity pain. She was diagnosed with l5-s1 isthmic spondylolisthesis.and underwent l5 laminectomy and l5-s1 interbody posterolateral fusion using pedicle instrumentation, morcelized local autograft and bilateral iliac bone marrow aspirate and l5-s1 interbody cage placement. There was a tremendous amount of epidural veins, so the surgeon aoproach for interbody spacer placement was from the left. A carbon fiber cage filled with local autograft was placed. The transverse processes and joints were decorticated , followed by pedicle instrumentation and placement of her graft bilaterally over the decorticated regions. Bone marrow was harvested from both iliac crests, and mixed with a depuy calcium triphosphate sponge was also placed out laterally. The operation was completed with rods placed bilaterally, first tightened at s1 and then compressed at l5 for reduction of her spondylolisthesis. On (B)(6) 2011 patient underwent lumbar myelography and CT scan. Imaging impression: prior l5-s1 discectomy and posterior spinal fusion. The interbody bone graft is incompletely incorporated. No definite posterolateral bony fusion was present. There was no evidence of hardware failure; mild central canal stenosis at l4-l5 resulting from global disc bulge and ligamentum flavum hypertrophy. There was also mild bilateral lateral recess and neural foraminal narrowing at this level; and l5-s1 discectomy and posterior decompression changes without evidence of recurrent disc herniation or significant central canal stenosis. On (B)(6) 2011 patient was seen for follow up. She stated that she had a fusion at the l4-5 which was done in (B)(6) of this year. She continued to have a lot of pain in the lower back. She said that she had increased pain in the hips. She also had hip injections recently which provided no relief. Her pain was increased with sitting, standing and walking. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome. On (B)(6) 2011 patient underwent bilateral s1 transforaminal epidural steroid injection for spinal stenosis and lumbar radiculopathy. On (B)(6) 2011 patient underwent bilateral s1 transforaminal epidural steroid injection for spinal stenosis and lumbar radiculopathy. On (B)(6) 2011 patient was seen for follow up. She stated that the bilateral s1 transforaminal injection provided her with no relief. She continued to have increased pain. She was taking tramadol qid and hydrocodone provided by her pcp and she still had pain. She reported increased stiffness at times in her lower back. The pain is at times more on the left side of her back. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome. On (B)(6) 2011 patient underwent bilateral l5 transforaminal epidural steroid injection for lumbar radiculopathy. On (B)(6) 2012 patient was seen for follow up s/p a bilateral l5 transforaminal epidural steroid injection. She stated that she did not get relief from the injection. She states that she is desperate for pain relief and presented in a lot of pain. She states that over the past week the pain had been rated at 10/10. She was taking tramadol and hydrocodone for the pain and this was not relieving her pain. The CT myelography that she had done showed a prior l5/s1 discectomy and posterior spinal fusion. The bone graph was incompletely incorporated and there was no complete postural lateral bony fusion. There was no evidence of hardware failure at this time. There was evidence of mild central canal stenosis at the l4/5 with a global disc bulge and ligamentum flavum hypertrophy. She stated that her pain in the lower back radiated to the back of her legs and also to the outside of her legs. She stated sh had a large back brace at home that was provided following her surgery in (B)(6) 2011, but she was unable to use this because of the size. She stated that when she used the brace after her surgery she was getting some relief. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy. On (B)(6) 2012 patient was seen for follow up regarding a medication issue. She started taking dilaudid and lyrica two days prior and since then she had blurred vision and headaches. She continued to take mobic and soma. She reported that her current pain was in the center of her back with radiation to the legs. She stated that her back brace rode up to high in the front and presses up against her breast and was impossible to wear while sitting. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy. On (B)(6) 2012 patient was seen for follow up s/p MRI. MRI showed some bony hypertrophy around the l5, pars defects and some associated bilateral epidural scar tissue around the l5. This was concordant with the area of pain that she was having. She also reported pain in her hips bilaterally with radiation down the lateral thigh concordant with trochanteric bursitis. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome. On (B)(6) 2012 patient was seen for follow up. She continued to have severe pain with radiation into the right leg in an l5 distribution. New MRI showed widely patent thecal sac at the l5/s1 at the level of the fusion, however just above the fusion posterior to the l5 vertebral body there was significant bony over growth around the site of the l5 pars defect, as well as an enhancing epidural fibrosis. She reported that her pain was not well controlled at this time. She was unable to take the opana bid as it caused dizziness. She was doing well with taking this once per day, but the percocet was not covering her pain the rest of the time. She was on 10/325 mg percocet. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis. On (B)(6) 2012 patient was seen for follow up. She was having an allergic reaction to oxycodone and it made her face flushed, and so she had discontinued this for the past two days. She had been taking percocet and reported that this did not work as well for her pain, but she tolerated this much better. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis. On (B)(6) 2012 patient complained of lower back pain with radiation to the legs, right more than left. She is s/p laminectomy and fusion in 2011 at the level of l5-s1. Per the medical records, patient underwent nerve conduction study of the motor and sensory divisions of bilateral peroneal and tibial nerves. Bilateral peroneal and tibial nerves compound motor action potential (cmap) showed normal distal latency, amplitude and conduction velocity. Concentric needle emg of the bilateral lower extremities was normal. On (B)(6) 2012 patient was seen for follow up. She reported that she had severe pain in her back. She reported that she was very depressed and tearful in the room . An emg was done and this was negative for radiculopathy. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis. On (B)(6) 2012 patient was seen for follow up. She continued to report increased pain. She stated that she was depressed and taking effexor. She stated that following the fusion her back was much worse than it ever was before. She stated that the methadone was not working very well and she was taking oxycodone. She stated that there was a huge gap until her evening dosing and she suffered during the day. She stated that she tried to work as much as she could but she limped and her back was very sore. The pain was better when she had the brace, although she had some pain in her right side and she is not sure if this was because the brace was hitting her. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis. On (B)(6) 2012 patient was seen for follow up. She continued to have increased pain. She stated that she was having issues with her m edication. She stated that methadone was not working for her pain. She stated that the methadone was causing her to have swelling on her body. She denied any itching but stated that she did not want to take the methadone any longer. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis. On (B)(6) 2012 patient was seen for follow up. She continued to have severe pain following her lumbar fusion done in (B)(6) of 2011. She was very discouraged because inability to get her pain under control. She was changed from methadone to ms cantin as the methadone was causing swelling in her legs. She reported that this was not lasting very long and did not provide adequate coverage for her pain. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis. On (B)(6) 2012 patient was seen for follow up. She had been having a lot of swelling and edema. The patient had on a fluid pill. She had not started any new medication. She was switched to morphine at that time and the swelling had continued to be a problem. The swelling was in her hands and fingers, ankles, toes and legs. She even had swelling in her face . She was hot having any type of allergic reaction. She was also taking clonazepam, trazodone, cymbalta, morphine and oxycodone at this time, as well as the fluid pill that she was started on. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema. On (B)(6) 2012 patient was seen for follow up. She had discontinued the two medications and since that time had started to lose a little weight and she did not have more edema. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema. On (B)(6) 2012 patient was seen for follow up. She reported that she was having increasingly severe pain. She stated that her pain was in the thoracic area around t8/9 on the right side. She reported that primarily it radiated up and down her thoracic spine occasionally down into her hips. She reported that the pain would occasionally radiate around the eighth or ninth rib to underneath he r right breast. For medication she was taking methadone 5 mg tid, oxycodone 10 mg and for break through pain she was taking up to eight per day of the oxycodone. She stated that she had started amitiza for ibs, effexor and clonazepam. She also reported dizziness and frontal headaches which had been going on for approximately two months. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease. On (B)(6) 2012 patient underwent MRI of thoracic spine for thoracic disc herniation with radiculopathy at t8-t9. MRI impression: very small central disc protrusion was present at the t7-t8 level. A small left lateral recess disc prot1usion was present at the t8-t9 level. On (B)(6) 2012 patient was seen for follow up. She was not sleeping at night. She reported that she was having constant pain in her neck and thoracic spine. She was having severe headaches with occipital tenderness and severe low back pain. She reported that with the mobic there was a bit less pressure in her low back, but the symptoms were always worse with cold weather. Thoracic MRI showed a small disc herniation at the t8/9 and t7/8. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy. On (B)(6) 2012 patient was seen for follow up. She stated that she was having increased pain. She stated that she could not sleep at night due to the pain. She has taken lunesta in the past, and ambien and these did not work for her. She stated that she had a lot of headaches and paraesthesia in the left upper extremity. She stopped taking the medication a few weeks prior. She states that methadone caused a lot of urinary retention. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy. On (B)(6) 2012 patient complained of neck pain. She stated that she had a lot of headaches and paresthesias in the left upper extremity, tingling and numbness is affecting the posterior arm, forearm und the last three fingers. She denied balance and gait issues. No focal weakness. Per the medical records, patient underwent nerve conduction study of the motor and sensory divisions of left median and ulnar nerve was done. Left median und ulnar compound motor action potential (cmap) shows normal distal latency, amplitude and conduction velocity. Left median sensory nerve action potential (snap) showed normal distal peak latency and amplitude. Left ulnar snap showed to be unremarkable. Concentric needle emg shows abnormal spontaneous activity (fibs und ps w) in different muscles the left forearm which were innervated by c7 fibers. On (B)(6) 2012 patient was seen for follow up s/p emg. The emg showed that she had left c7 radiculopathy. She stated that she had stopped taking the opana because this was not working for her. She had gone back to methadone 5 mg tid and she was asking for a script. She was taking a lot of naps during the day and she did not sleep at night. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia. On (B)(6) 2012 patient underwent MRI of cervical spine for cervical radiculopathy. MRI impression: severe degenerative disc disease at c5/c6 with central stenosis and cord compression. Ap canal diameter is 8 mm. There is mild right-sided foraminal stenosis. Severe degenerative disc disease at c6/c7 with effacement of the thecal sac but no significant cord compression. On (B)(6) 2012 patient was seen for follow up s/p emg. The emg showed that she had a cervical radiculopathy at the c7 and her cervical MRI showed stenosis at the c5/6 and this was causing mass effect on the thecal sac. There was also stenos is at the c6/7 level. Her thoracic spine MRI showed a very small central disc protrusion at the t7/8 and there was another left lateral disc protrusion at t8/9. She also had lower bac k pain that mainly went to the left leg on the outside aspect. This had been going on for two days . She stated that she bent over to open the door and had a stabbing pain in her back. She was taking her medication for pain and this was helping. She reported that she was having increased back spasms. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis. On (B)(6) 2012 the patient underwent cervical epidural steroid injection at c7-t1 for cervical radiculopathy and cervical discogenic pain. On (B)(6) 2012 patient was seen for follow up. She reported that she had extreme pain and a week prior to this she lifted the garage door and she is unsure if this has contributed to her pain. The pain in her back was very severe and radiated to the back of her leg on the left side. She stated that the pain was excruciating. She stated that the neck injection gave her 100% relief. She continued to take oxycodone 10 mg and methadone 5 mg tid. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis. On (B)(6) 2012 the patient underwent left s1 and l5 transforaminal epidural steroid injection for lumbar discogenic pain. On (B)(6) 2012 patient was seen for follow up. She was taking methadone and oxycodone and the combination of these two medications was working for her pain. She stated that her last injection worked very well with 70% relief until last week. She had no pain radiating down the left leg. She was s/p a left s1 and l5 injection. She was very pleased with the outcome of the injection. She wanted to have another injection done because has pain on the right side, but this pain is more in the mid back. She continued to have some sleeping issues. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis. On (B)(6) 2012 patient was seen for follow up. She reported increased buttock pain in the area of the greater trochanter. She continued to take methadone and oxycodone. The 10 mg methadone was giving her better relief of her pain. She reported tremendous difficulty with sleeping and increased sedation during the daytime. She reported that she was tired all the time. She had increased pain in her left arm at this time in the forearm. She had cervical epidural steroid injections in the past that provided her with outstanding relief of pain, but it did not last for very long. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis. On (B)(6) 2012 patient underwent MRI of lumbar spine for severe acute lb fusion. MRI impression: mild central stenosis is present at l4-l5 and to a lesser extent at l5-s1. At l4-l5 this is due to a disc protrusion and facet hypertrophy. There is also a component of epidural fibrosis at l5- s1. On (B)(6) 2013 patent underwent CT scan. On (B)(6) 2013 patient was seen for follow up. She reported that she was having pain in her neck andlower back and the last injection that she had for her neck was in (B)(6) 2012; this helped with her paraesthesia. She states that she was having more occipital headaches. She denied any paraesthesia in the upper extremities. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis, occipital neuralgia, cervical facet arthropathy. On (B)(6) 2013 patient was seen by physician. Patient had previously underwent an l5-s1 interbody and posterolateral fusion for spond ylolisthesis. This did work to relieve some of her pain for a short period of time, but she has had persistent back pain and intermittent leg pain ever since. She had been through the gamut of conservative measures including multiple interventions. Her chief compl aint was primarily low back pain. She did have some pain that radiated into her legs. Left greater than right, but it was the low back that bothered her most. Mir showed she does have facet disease bilaterally at l4-5. Last year there was a cyst in the right facet and this year that has resorbed, but she has a larger cyst on the left. Her facets looked diseased, although her disk in front looked relatively well preserved. She had a degree of stenosis, but her leg pain was a relatively small portion of her overall pain complaint. On (B)(6) 2013 patient was seen for follow up. Patient was struggling with anxiety. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis, occipital neuralgia, cervical facet arthropathy, anxiety. On (B)(6) 2013 patient underwent a bone scan. Imaging impression: pseudarthrosis of anterior and posterior fusion elements at l5-s1; hardware intact and in good position and alignment; and bilateral sacroiliac joint arthrosis. On (B)(6) 2013 patient was seen for follow up. She reported that the hydroxyzine had not really helped for her anxiety. She had restarted taking abilify which she had previously and she was feeling a bit better. She reported she had a bone scan done on (B)(6) 2013. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis, occipital neuralgia, cervical facet arthropathy, anxiety. On (B)(6) 2013 patient was seen for follow up. She reported that her pain in the low back was worse than in the past. She stated that prior to her fusion in 2011 she had severe pain. She had pain in the low back around the l5/s1 level and this radiated to both hips. Her last uds test was done on (B)(6) 2012 and this was inconsistent. MRI of her lumbar spine done on (B)(6) 2012 showed epidural fibrosis at l5/s1. She denied any leg pain. Patient assessment: spondylolisthesis, lumbar facet arthropathy, thoracic myofascial pain syndrome, lumbar myofascial pain syndrome, thoracic arthropathy, lumbar discogenic pain syndrome, lumbar radiculopathy, lumbar failed back syndrome, lumbar epidural fibrosis, edema, thoracic degenerative disc disease, depressive disorder, cervical radiculopathy, insomnia, cervical spinal stenosis, occipital neuralgia, cervical facet arthropathy, anxiety. Two years three months post-op, the patient presented with persistent low back and bilateral lower extremity pain. She had now broken down at l4-5 with resultant stenosis. Diagnostic medial branch blocks secondary to her discomfort. She stated it was very painful. She underwent the CT spectroscopy. Patient had not fused despite good screw placement and no evidence of hardware loosening or failure. Mesh appeared the same as when it was installed on (B)(6) 2011. The patient was diagnosed with pseudoarthrosis at l5-s1 and lumbar stenosis at l4-5. The patient underwent removal of previous interbody spacer at l5-s1 and explant of previous rods; revision of posterolateral fusion at l5-s1 and fusion at l4-l5 using pedicle instrumentation at l4 extending to l5-s1, and anterior lumbar interbody fusion at l4/5 and l5/s1 using a cage, bmp and anterior lumbar locking plate at l4-5 and l5-s1. It was noted that there was some inflammation over the l5-s1 disk space. The previous graft that had been placed posteriorly was easily removed. It was loose within the disk space. The surgeon performed a full diskectomy and placed a new interbody spacer with screws. A lordotic peek spacer filled with bmp was placed at l5-s1, followed by a locking plate with 2 screws into the sacrum. The same procedure was performed at l4-5 only without removal of a previous graft. The anterior portion of the surgery was complete. The patient then underwent the posterior portion of the surgery. The previous rods were removed and longer rods spanning from l4 to sacrum were placed bilaterally. The remainder of the local bone was packed in and around the fusion mass and transverse processes and joints of l4-5 bilaterally.

Manufacturer narrative:
Concomitant products. Bone marrow aspirate, calcium triphosphate sponge, autograft (implant (B)(6) 2011; explant n/a). Cage, pedicle instrumentation (implant (B)(6) 2011; explant (B)(6) 2013 ). (B)(4). The device was not returned to the manufacturer for evaluation. Review of (B)(6) 2011 dictated operation notes did not indicate use of rhbmp-2/acs during the procedure, however, the patient's attorney alleged use of bmp during the (B)(6) 2011 procedure; therefore we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted/used during the procedure.